Event description:
Hearing some beeps/alarms after patient was connecting to ac power using his ungrounded cable. This alarm/chirp does not happen when patient is connected to battery power. Patient has a know driveline fracture with short to shield. Patient connected to the clinic power module and ungrounded cable to assess the log files. No recent alarms were displayed in the history, no pump stops or low speed advisories seen. Discussed with abbott engineers who recommended driveline repair/replacement. Due to uncertainty whether alarms are being caused by driveline, controller, clips, or patient cable, all external equipment was replaced as well. FDA safety report ID# (B)(4).